Event description:
It was reported that the pt was implanted with an advance sling on (B)(6) 2011. On (B)(6) 2012, it was noted that following the implant procedure the pt's incontinence level had initially improved, but lessened over time to the point where the pt's incontinence significantly interfered with his quality of life. On (B)(6) 2012, another continence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.